Manufacturer narrative:
H3: eval summary: there is damage to medial posterior lock tab that suggests it was not seated/engaged beneath the corresponding medial posterior overhang on the baseplate. The anterior snap mechanism shows signs that it was not fully seated due to posterior medial tab not being engaged. Pt weight may have caused surgeon to not realize posterior medial tab was not engaged. H6: eval: insert exhibits extensive wear to the inferior side. Device meets dimensional specifications where measured and device history records indicate MFR to specification.

Event description:
It was reported that the pt was revised because the poly insert was loose. It is possible the insert was never fully seated. The pt is very large and the posterior aspect of the insert was not fully visible. There was also a piece of cement in the hole that accepts the metal peg on the backside of the insert, which could have prevented the insert from going down all the way. Implant and explant dates are unk.